Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a shoulder acromioplasty procedure on (B)(6) 2022, it was observed that a metal piece fell off of the vapr coolpulse90 electrode device and was removed from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not shows residues. The metal tip is fell off. The functional test cannot be performed. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: device has not been returned in the original packaging. The active tip is detached from the device and has not been returned. Procedural debris visible in suction tube. Minimal distortion of device shaft. It can be seen in the photographs that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient joint space. An isometric view of the active suction tube distal section; the dotted red lines shows the section that is missing. The missing arched section is the feature of the active suction tube that retains the active tip component as shown in the cross sectional distal assembly drawing 1 (red component being the active suction tube, grey component being the active tip). The electrical test was unable to complete due to device damage. The functional test was unable to complete due to device damage. Manufacturer summary: visual inspection revealed that the suction tube has been significantly eroded on the returned device indicating that the device has been operated for a long period of time. We would expect the detached tip to show evidence of a considerable amount of activation however the active tip has not been returned for investigation. The failure mode seen is consistent with other complaint devices investigated under a CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure was identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of the suction tube erosion, the likely root cause can be attributed to extended use - misuse. A DHR review has been performed for lot u2101172; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.